Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. Unit uploaded properly using carelink pro. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The cause of death was mesothelioma. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The pump was taken off as the medication the customer was taking was messing with their blood glucose levels. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.